Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis. Date of hospitalization was unknown. Customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Event description:
Customer had an infection.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section and the event date has been also updated in b3 section.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer was hospitalized for diabetic ketoacidosis/high blood glucose's. On a related svn (B)(6) customer reported via phone call that they were experiencing low blood glucose. The insulin pump had hole and crack at the front bottom left corner. On a related svn (B)(6) event date (B)(6) 2021 customer received a pump error 130 during the rewind. On a related svn (B)(6) cosmetic damage sticker that protects the screen on the top came off. There is also a big hole on the keypad area below the arrow. On a related svn (B)(6) the customer reported via phone call that customer had low blood glucose level. On a related svn (B)(6) event date (B)(6) 2021 customer allege insulin flow block alarm. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No pump error 130 alarm noted during testing. However, pump error 130 was confirmed in the pump alarm history screen on (B)(6) 2021 at 10:16 am. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. There was no "no delivery alarm" noted on the event date (B)(6) 2021 in the formatted history file. The following were noted during visual inspection: minor scratched display window, dog chew marks on the insulin pump case, display window and keypad, missing display window cover, scratched case, broken belt clip rail, pillowing keypad overlay, cracked keypad at the select button, cracked case near the battery icon at the battery compartment an cracked case near the belt clip rail. During visual inspection, the electronic assembly had moisture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No pump error 130 alarm noted during testing. However, pump error 130 was confirmed in the pump alarm history screen on (B)(6) 2021 at 10:16 am due to moisture damage on the motor. Unable to confirm alleged diabetic ketoacidosis/high blood glucose's or low blood glucose's. The pump had cracked on the keypad overlay, a missing display window cover and dog chew marks on the keypad (causing a hole on the keypad). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.